Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to accidental failure of the electrical circuit board of the subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility informed olympus medical systems corp. (Omsc) that the subject device could not displayed dvi image. Other detailed information was not provided. There was no report of patient injury associated with the event.